Manufacturer narrative:
Block h6: device code 2944 captures the reportable event of foreign material present in device. Block h10: visual inspection of the returned device found the basket was in a closed position when received. The sheath did not present any visual damage. Additionally, no foreign materials were found in the returned device. Functional inspection was performed and found the basket was able to open and close without evidence of damage or abnormalities. A photo submitted by the customer from a monitor shows a particle that affects visualization; however, the photo is not clear, and therefore the particle cannot be identified. Based on all available information, it is most likely that procedural factors encountered during the procedure such as handling, manipulation or interaction with another device could have affected device performance and integrity, generating the reported failure and causing difficulties or inability to visualize during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in the kidney and ureter during a retrograde intrarenal surgery (rirs) ureteroscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, a white string was found on the device and can be seen from the monitor. It was noted that the string affected the view. Additionally, it was reported that there was no damage noted on the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was used in the kidney and ureter during a retrograde intrarenal surgery (rirs) ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a white string was found on the device and can be seen from the monitor. It was noted that the string affected the view. Additionally, it was reported that there was no damage noted on the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.